Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis is reported to be resolved. Patient is no longer using steroid medication.

Event description:
(B)(6) reported trace diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Topical steroid dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. Additional information has been requested. (B)(4).